Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. Reportedly, the pump had intermittent power issue. It was reported that the battery compartment was cracked and the cap was unable to secure properly on to the pump. The reporter noted that there was no moisture/corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data showed unexplained power on reset events. The battery compartment was found to have cracked from the threads to the base seal with evidence of moisture/corrosion in the compartment. A leak test showed a leak where the crack was located. The battery cap was not returned and a test battery cap was used in the evaluation. The pump powered up with the audible and vibratory features. The keypad buttons responded properly. A rewind/load/prime sequence and a 25-hour pump exercise were executed without incidents. The pump casing was opened and no evidence of moisture corrosion was observed internally. The reported power issue was verified in the black box but not duplicated in the investigation. Unrelated to the power issue, it was observed that the display was discolored.